Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation grade 4. First xtw clip was implanted successfully. A second xtw clip was then placed. After release, it detached from the posterior leaflet (single leaflet device attachment (slda). A xt clip was placed to stabilize the slda. The procedure ended with mr reduced to grade 2.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation grade 4. First xtw clip was implanted successfully. A second xtw clip was then placed. After release, it detached from the posterior leaflet (single leaflet device attachment (slda)). A xt clip was placed to stabilize the slda. The procedure ended with mr reduced to grade 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported incomplete coaptation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.